Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device/component is still under investigation. Therefore, a definitive root cause cannot be determined.

Event description:
The customer reported that the user interface module (uim) of avea ventilator randomly goes into service mode. There is no patient involvement associated with this event.